Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident is unknown. The menu button would not take the customer to the menu screen. The battery was changed but the buttons would not respond. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response on the menu button due to moisture damage on the electronic assembly. We were unable to verify unexpected rewind alerts and perform the functional tests, including the self- test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response. Failed leak test from the case bottom end cap. No flickering light on the screen noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.